Event description:
Product serial number is within the serial number range for (B)(4). During the subsequent internal eval of the product, it was found to have a failed component related to the field corrective action.

Manufacturer narrative:
Based on review of the file content, the awareness date for this incident is (B)(6)2010. Method: device internal memory was reviewed.